Manufacturer narrative:
(B)(4). Analysis summary: the analysis results found that the instrument was received in good visual condition and with a reload cartridge loaded in the instrument. The cartridge was returned void of staples. When tested for functionality with a test cartridge, the instrument fired, cut and formed all the staples as intended. The instrument fired without any difficulties notes. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a thoracotomy procedure, the device delivered malformed staples. The procedure was completed with a like device. There was no pt consequence.